Manufacturer narrative:
E1: initial reporter phone#: (B)(6). E1: initial reporter addr 1: no. (B)(6) hospital. Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were tested with water, all filled as expected with no leakage or broken cannulas observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: breaks off during use and leakage during to injection/blood/urine collection. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd preset¿ arterial blood collection syringe, the cannula broken off, causing blood leakage. No adverse impact was reported regarding the patient or user.